Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is unknown. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped accepting a charge and became inoperable in 2016 (exact event date unknown). In turn, the patient had their system explanted in 2016 (exact explant date unknown). No further information is available.

Manufacturer narrative:
Correction h6 device code should have been 2017 in additional report.